Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, and was undersensing. It was additionally reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead was explanted and the rv lead was capped; both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.